Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, episodes of non sustained right ventricular oversensing due to baseline noise, far p-wave, and t-wave oversensing were observed. No intervention was performed. Programming changes were recommended. The patient will continue to be monitored.